Event description:
It was reported that this pacemaker showed an episode where an atrial pulse was blanked due to cross chamber blanking and then a subsequent atrial pace probably did not capture due to its timing. Programming options for the pacemaker were discussed. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.